Event description:
It was reported to the aci sales professional on 05/21/10 that a (B) (6) female patient with history of coronary artery disease and weighing 85 lbs underwent a catheterization procedure on (B) (6) 2010. Access was obtained at the right femoral artery (sheath size unknown). The patient was given anticoagulants peri-procedure. The stick location was reported to be low in the profunda, so, the physician decided to perform manual compression to obtain hemostasis. Following the procedure, the patient was transferred to another hospital on (B) (6) 2010 for a "re-do" bypass. Due to the patient's age and other risk factors, the surgeon declined to perform the bypass. Instead, it was requested that the cardiologist re-catheterize the patient for additional imaging and a percutaneous intervention (pta). On (B) (6) 2010, the patient underwent a pta. Access was obtained via the left femoral artery (sheath size unknown). Patient was given 6000 units of heparin peri-procedure. The physician, a trained user of the mynx, chose the device for femoral arterial closure. A femoral angiogram taken prior to deployment noted a high stick but deemed "not too high". It was reported that hemostasis was not achieved with the mynx and the patient was converted to manual compression. No information regarding the hemostasis failure was provided. Approximately an hour later, in the recovery area, the patient's blood pressure dropped and a code was initiated. The patient was taken for a CT where a retroperitoneal bleed (rpb) was discovered in the left lower quadrant. The vascular surgeon was consulted and deemed that the patient had stabilized and that the bleed had most likely tamponaded. A decision was made to stop all pressors and observe the patient in the ccu. Approximately an hour after arriving at the ccu, the patient's blood pressure dropped and a code was again initiated. The patient was taken to surgery for repair of the left femoral artery. During the surgical repair, the surgeon noted the access of the pta was gained via a high stick through the inguinal ligament. It was reported that the surgery to repair the left femoral artery was successful. The patient was stabilized and returned to the ccu. It was also reported that the patient received 8 units of blood. The patient remained stable throughout the night and the next day ((B) (6) 2010). The following day ((B) (6) 2010), the patient became hypotensive and was sent for a CT where an rpb was discovered in the right lower quadrant. An ultrasound was also performed which revealed a pseudoaneurysm (psa) near the right side access site. Additionally, a hematoma reported to be the size of a grapefruit was noted. The vascular surgeon was again called however, the patient expired before surgical intervention could be performed. The physician assessed the cause of death as being attributed to the rpb from the right side stick which was closed with manual compression and not due to the contralateral side which was closed with the mynx device. Of note, after the rpb was discovered, the patient's family stated that she had a history of bleeding.

Manufacturer narrative:
The device was not returned for investigation. Based on the information provided and the investigation performed, the cause of the retroperitoneal bleed (rpb) reported in the left lower quadrant could not be conclusively determined. The fem angio taken prior to deployment noted a high stick. Per the mynx IFU, do not use the mynx if the puncture site is located above the most inferior border of the iea and/or above the inguinal ligament based upon boney landmarks, since such a puncture site may result in a rbp/rbh. The patient was also administered anticoagulants (type unknown) during both catheterization procedures. In addition, the patient's family also stated that patient had a history of bleeding. Per the mynx IFU, the safety and effectiveness of the mynx have not been established in patients with a documented bleeding disorder. The cause of the reported death, per the physicians assessment, was the rph on the right side which was closed with manual compression. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.